Manufacturer narrative:
The device will not be returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the videoscope displayed a blurry image during reprocessing after surgery. The procedure was completed successfully with the device. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   A review of the device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the scope connector was corroded due to handling of the subject device by the user. The corrosion caused abnormality of electronic component and as a result, a blurry image was displayed. The event can be detected by following the instructions for use which state: "chapter 3 preparation and inspection this section describes the equipment to be prepared before using the product and how to inspect it. 3.1 preparation and inspection flow this section describes the workflow described in this chapter. Before using the product, be sure to perform the preparations and inspections shown below. Also, inspect the related equipment used in combination with this product in accordance with their electronic attachments and instruction manuals. If any abnormality is suspected upon inspection, take action according to chapter 5 'troubleshooting'. If the endoscope malfunctions, do not use it and send it for repair in accordance with 'returning the endoscope for repair'. Warning: using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage." "Chapter 5 troubleshooting the countermeasures against troubles are described in this chapter. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, 'preparation and inspection', do not use the endoscope and solve the problem as described in section 5.2, 'troubleshooting guide'. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, 'returning the endoscope for repair'. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, 'withdrawal of the endoscope with an irregularity'." Olympus will continue to monitor field performance for this device.